Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: failure to detect life-threatening arrhythmias in icds using single-chamber detection criteria. Pace - pacing and clinical electrophysiology. 2019; 42(6):58. Doi: 10.1111/pace.13610. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillator (ICD) and cardiac resynchronization therapy defibrillator (crt-d) failure to detect life-threatening arrhythmias with single chamber detection criteria. It was reported that one patient's crt-d misclassified polymorphic ventricular tachycardia (vt)/ventricular fibrillation (vf) as non sustained vt. That patient required resuscitation as a result. In another case, a patient's ICD falsely terminated therapy due to detection. In a third scenario, a patient's ICD misclassified polymorphic vt/vf as non sustained vt and did not detect, provide therapy, or store the electrograms (egm). This patient required resuscitation. All 3 devices remain in use and no further patient complications have been reported as a result of this event.